Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to loss of capture and oversensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. Two fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead body. Several cuts in the insulation were observed which resulted most likely from the surgery. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem.